Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, a side arm leak was observed. The impella cp was explanted and replaced with a new impella cp. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of purge leak - pump. The device was not received for evaluation. The root cause of the purge leak - pump was unable to be determined because sufficient clinical information was not provided and the product was not returned. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.